Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "suffered, or will suffer, multiple painful removal procedures, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, capsular contracture, as well as other treatment, therapy, recovery and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the prevention of that issue, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering, and other physical and emotional manifestations that are severe and ongoing". This record is for the left side. Device has been explanted.